Manufacturer narrative:
The customer reported this event to the FDA through medsun (B)(4). The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy and found to deliver within specification with no malfunction. The device was determined to meet all product specifications related to the reported event. The reported condition of under infusion was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of insulin with a spectrum iq pump, the pump under infused which resulted in the patient experiencing a blood glucose level of 24mg/dl (arterial line draw). It was reported the pump was programmed to deliver 50 units/50ml of insulin infusion with a drip rate of 13-20ml/hr. It was reported that the patient's blood glucose "continued to rise" which resulted in the patient requiring higher doses of insulin. At the beginning of the next shift, the infusion program on the pump was changed from 50 units/50ml of units to 100units/100ml of insulin with the 100units/100ml bag. The patient was given dextrose 50% (d50) for the event. At the time of this report, the patient outcome was not reported; however, it was reported there were no other episodes of hypoglycemia. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-00003. Should additional relevant information become available, a supplemental report will be submitted.